Event description:
Caller reported that cartridge leaked insulin from the cartridge pigtail. Blood glucose level did not exceed 500 mg/dl and was within normal range. Caller successfully changed cartridge and resumed insulin therapy, and technical support processed a return authorization for the cartridge.